Event description:
It was reported that patient was not getting adequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).